Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead exhibited high threshold after multiple placement attempts in the left bundle branch area. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.